Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 39 mg/dl and they treated the low with food. Troubleshooting for low blood glucose was performed. Customer was advised to change out their infusion set and monitor the insulin pump.